Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-dec-2022. H.6. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, black lines on the barrel can be observed. The lines observed are stains from the marking process. A device history review was performed for the reported lot 2203064, while there were no non-conformances that occurred during manufacturing, there was an incident related to a marking adjustment that could contribute to the reported issue. An issue was detected with the silk system used to print the scale. When this part is damaged, it can causing staining as seen in the sample returned. Once the failure was detected, the mechanical team solved this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, it was determined this incident occurred due to the adjustment performed during manufacturing for this lot. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced black lines below the scale. The following information was provided by the initial reporter, translated from svenska to english: there are several black lines below the scale on the 30ml syringe.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced black lines below the scale. The following information was provided by the initial reporter, translated from svenska to english: there are several black lines below the scale on the 30ml syringe.